Event description:
During cardiac arrest, the defibrillator was charged to 200j but would not hold the charge. The user pressed the charge button and waited for the light to stop flashing. When the light stayed on, the paddles were then discharged. When nothing occurred, the user turned to look at the defibrillator and the light was again flashing. This process was repeated a second time and the same thing occurred. Another defibrillator was obtained to defibrillate the patient.device not labeled for single use. Patient medical status prior to event: critical condition. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-apr-92. Service provided by: user facility biomedical/bioengineering department. Service records available.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, electrical tests performed, performance tests performed. Results of evaluation: none or unknown. Conclusion: device evaluated and alleged failure could not be duplicated, no failure detected and product within specification. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: none or unknown. Invalid data - on device destroyed/disposed of status.